Event description:
The customer reported they were unable to load a cassette on the system. A pt was on the operating room table sedated. The customer does not have a backup system so 3 cases were cancelled and rescheduled. No cassettes were saved for eval.

Manufacturer narrative:
Investigation including root cause analysis is in progress.